Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level ranging between 300-600 mg/dl and moderate levels of ketones considered dangerous. Manual injections were administered to address bg and water was consumed to address the ketones. Supply changes were performed resolving the past occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.